Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth. Device has been explanted.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe since it is not related to the device. ¿ deflation: observed one opening on anterior side assessed as fold flaw opening and observed one opening on radius side assessed as surgical damage. Additional observations: ¿ no other observation observed.